Event description:
Patient went to outpatient cardiac catheterization laboratory for left heart catheterization. Upon closure of right groin, perclose device used and malfunctioned leaving a retained portion of the device in the right femoral artery and subcutaneous tissue. Vascular surgery consulted and arrived to cardiac catheterization laboratory to retrieve device. Successful removal of perclose device after right groin cut down. Device was completely intact and patient had good pulses distal to the repair. Patient required admission to intensive care unit for 1 night to monitor after procedure. Patient discharged home following day. FDA safety report ID #(B)(4).